Manufacturer narrative:
Correction: the initial report was incorrectly reported under manufacturer report number 3007113487. The correct manufacture report number is 3008452825. The reported event of aortic regurgitation and a torn cusp on a trifecta gt valve could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. Investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2017, a 21mm trifecta gt valve was implanted in the patient's aortic position. Aortic regurgitation occurred on the patient due to a tear on the rcc. On (B)(6) 2020, the trifecta gt valve was explanted, replaced with a 19mm mosaic tissue valve(manufacturer: medtronic). The surgeon thought the surgery technique might be related to the issue however reports this issue with the valve perhaps is related to the stiff stent and might have affected the leaflets performance. No patient consequences reported.